Manufacturer narrative:
The reported complaint of atrial and ventricular setscrews unable to be untightened was not confirmed. No analysis of the complaint could be performed since the header of the device which contains the setscrews were not returned after it was cut off in the field. Interrogation of the device revealed it was approaching elective replacement indicator when received.

Event description:
It was reported that the patient presented for a generator change. During the procedure, when the pacemaker was removed from the pocket, it was noted that the set screws for both atrial and right ventricular (rv) leads were stripped. A bone saw was used to dissect the device, which damaged the leads in the process. The device was downgraded and replaced, and a new rv lead was placed. The patient was in stable condition.